Event description:
(B)(4). Restless sleep, abdominal pain, increased blood flow and duration during menstruation, chronic migraines, chronic dental inflammation and deterioration, depression, chronic bloating, miscarriage and allergic flares.